Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, was instructed by technical support on storage mode and on returning problematic pump within 10 days, and was advised to re-enter pump settings and reconnect continuous glucose monitor, while pump within warranty was replaced and a new pump was shipped.